Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "after blood sampling, white impurities were found in the tube, which may cause inaccurate test results."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd confirmed that the white foreign matter was edta crystals and, that the root cause of the indicated failure mode has been attributed to the production process and, bd has implemented measures to mitigate this issue. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "after blood sampling, white impurities were found in the tube, which may cause inaccurate test results."